Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient got worse as air flow restriction was felt with blood on the tip of the inner cannula while a size 7 tube was use for a few days, daily changes and suctioning showed drops of blood. An ent (ears, nose, and throat) tried to use a size 8 tube to help reduce the restriction in air flow, an irritation on the trachea was seen after using the size 7 tube for about 2 1/2 weeks. After using the size 8 tube for about 1-2 hours, the patient felt hurt again in the trachea and got more blood on the cannula.

Manufacturer narrative:
D10 concomitant product: unknown - shiley, unknown shiley trach tube. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, the size 7 tube was used for a few days. The patient got worse, not only feeling an air flow restriction but now with blood on the tip of the inner cannula with daily changes and suctioning drops of blood.  Went back to the ent (ears, nose, and throat) specialist and tried using the size 8 tube to help reduce the restriction in air flow. Looked down with scope and saw the irritation on the trachea from size 7 after using it for about 2 1/2 weeks. After using the size 8 tube for about 1-2 hours, the patient felt hurt again in the trachea and got more blood on the cannula. The old design worked fine until the new design was introduced.